Event description:
It was reported that the customer was hospitalized. It was stated that the customer received a new insulin pump and was experiencing high blood glucose and could not bring it down; he went back to using the old device and ended up in diabetic ketoacidosis; he had stopped using the insulin pump about 3 weeks prior. He received several no delivery alarms. Customer was nauseous and vomiting went to the emergency room. Blood glucose at the time of admission was 390 mg/dl; treated with syringe. He was discharged and still didn't feel well when he got home so he called 911 and was then taken to the hospital and admitted into the intensive care unit for 4 days. During troubleshoot; it was stated the drive support cap is recessed. Time, date, basal rates and bolus wizard are set up correctly. Insulin pump passed the high pressure test. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.